Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv sensing dropped below 2mv. Subsequently, the p/s portion of the lead was capped. The shocking portion of this lead is still active. No adverse patient events were reported. Should additional information become available, this file will be updated.